Event description:
A malfunction was reported by the caller regarding the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.